Event description:
Male, (B)(6) - hirschprungs - surgeon was performing a hirschprungs procedure and had fired a blue 60mm cartridge on the rectum to good effect. He then placed a 45mm blue cartridge on the rectal stump and the stapler fired and cut but no staples were present on the rectal stump. Surgeon had to hand sew the anastomosis. Patient is well. Surgery delayed by more than 30 mins. No unanticipated blood loss. No extension in incision. No tissue loss/damage. Nothing fell into the patients cavity. Samples have been discarded by the hospital. CT problem? Did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?).

Manufacturer narrative:
(B)(4).